Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple temperature alarms occurred while exposed to 90 degree fahrenheit temperature. The alarm was successfully cleared and did not reoccur. There was no reported impact to the customer¿s blood glucose.